Event description:
Pt's report of bard composix e/x mesh patch, implanted in 2003, breaking free and rolling up in her intestines. In 2005, pt underwent surgery, which resulted in the pt having only around 6 inches of small intestines left and no stomach muscles. Pt symptoms before her 2005 surgery were reported to be: stomach pains, strangline at nighttime, waking up choking, and very bad uncontrollable indigestion, as well as trouble breathing. The pt reports losing nearly all of her small intestines and stomach muscles as well as the inability to lift more than 5 pounds.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.